Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had surgery 2 weeks ago and has been in and out of the hospital and the doctor's office. Patient states one of their incisions came open and was bleeding and stuff. Patient reports they had extreme constipation and had to have a CT scan and several days of elimination because they were having a lot of pain and pressure that made them sick. Patient service specialist asked when this started and patient states that the bleeding started 3 days after the surgery and then the constipation was 11 days post op and went the whole time without having a bowel movement and was full of pain all over. Patient mentioned the incision had blood and they put bandages over it and the bandages had latex in them and they were severely allergic to external latex and that made everything irritated so they went to the ER and they told them their incision was fine but they were allergic to latex. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had their first ins in theirs 20s and now in their mid 40s they are having a harder time recovering this time, they will travel with their family so they will help them to recover. Patient mentioned that they haven't been able to see their surgeon because hcp is located in oh and patient lives in wv. Their family doctor is aware of the situation.